Event description:
The customer reported that the device jaws would not release after grasping tissue during a laparoscopic total hysterectomy. Another ligasure was used to assist in removing the device from the patient. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.